Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation but it failed to cross. A 1.5mm x 20mm x 143cm coyote es balloon catheter was then advanced but it ruptured at first inflation. It was replaced with another 1.5mm x 20mm x 143cm coyote es balloon catheter which was able to dilate the lesion. Subsequently, dilation was again performed using the same 2.0mm x 220mm x 150cm coyote balloon catheter but the balloon ruptured on the first inflation. Another 2.0mm x 220mm x 150cm coyote balloon catheter was advanced; however, it also ruptured on the first inflation. The devices were completely removed, the physician used a 2mm x 40mm non-bsc balloon catheter to complete the procedure. No patient complications were reported and the patient's condition was stable.